Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 311 mg/dl back to back with a result of 156 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she took 20 units of novolin n as normal after obtaining the results. Reporter also stated the customer had eaten breakfast and drank orange juice less than an hour prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.